Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the frame of the complaint device was damaged after a fall and requested support. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The complaint device was dropped by the staff at the customer facility and did not suffer an unexpected fall due to a failure of the mounting system.